Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu)/erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi received the erbe generator and completed the failure analysis. The unit was analyzed, and the reported issue was confirmed and reproduced when the unit was placed on an in-house system and run in normal mode.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was an "activation has been interrupted" message. The customer stated that the bipolar and monopolar energy were not working. An intuitive technical support engineer (tse) reviewed the system logs and found error c-34 and m-18 on the erbe generator. The vessel sealer extend (vse) instrument was the only energy instrument working. The tse asked the customer to pull the erbe power cord and leave the power disconnected for one minute. The faults returned on power up. The tse explained that the erbe generator needed service. The customer continued with the procedure using the vse instrument. The procedure was completed as planned with no reported injury.